Event description:
"Failed dental, total, subperiosteal lower jaw implant with hydroxyapatite graft & etc... Calcitek. Alloy possibly vitallium corroded. Out in 15 months due to endocarditis. Collapsed pt lobe of lung. Mitral valve prolapse feb 14, 1989. 1990 surgical removal; systemic infection. Chest x-ray 1988 tells all. 1992 foreign body giant cell reaction; skin & eyes, severe eye uveitis which led to glaucoma. Yag laser surgery on pt eye to reduce pressures. Cannot remove all of the hydroxyopatite from bone." X-ray taken at pain clinic at school of sentistry "showed hydroxyapatite to be vulnerable. 1995 several surgeries to "quiet nerve, bell's palsy type pain. Droopy pt face. 1998 sample of hydroxyapatite taken aug 1998. End result 1998 - need "cryoanalgesics" to quiet nerve pain. Dermatologist for facial giant cell reaction. Severe mandible (lower jaw) bone loss due to infection (corrosion).